Event description:
The customer reported to olympus, the single use aspiration needle punctured through the sheath when trying to deploy it. The issue was found during procedure, and the diagnostic procedure (endobronchial ultrasound) bronchoscopy was completed with a similar device which led to a procedural delay of 10 minutes. There were no reports of patient harm. Associated patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the findings are as follows: market quality performed a visual inspection and observed no damage to the locking mechanism, handle, or slider part of the device. However, the needle tip was bent, and visual residue was apparent on the distal end. A bend was observed towards the proximal end boot. A functional check was performed by manipulating the slider back and forth; the needle did extend out of the side of the distal end sheath about 7mm from the opening of the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the needle tube breaking through the sheath likely occurred due to the following mechanism: ¿ the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. ¿ the scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. ¿ when an attempt was made to extend the needle while the sheath was bent, the tip of the needle got caught in the bent area of the sheath. As a result, the needle could not be extended. ¿ the needle protruded from the side surface of the sheath when an attempt was made to extend the needle and applying force (to the operating portion) while the needle could not be extended. Also. Regarding the buckling of the insertion tube, it is likely that some kind of bending load was applied to the insertion tube during removal from the tray or during pre-use inspection, causing it to bend. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration.¿ ¿do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break.¿ ¿do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result.¿ ¿return the endoscope's up/down angle lever to neutral before inserting the aspiration needle into the endoscope. Insertion with the angle fixed may damage the endoscope or aspiration needle.¿ ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injuries such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ this supplemental report includes a correction to e1, e2, e3 and g2 from the initial medwatch. An update has been made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.